Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was showing a ¿hi¿ message instead of giving a reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 in the morning. The patient reported using humalog self adjusting insulin to manage his diabetes. The patient reported his typical blood glucose readings are ¿200-400mg/dl¿ and he tests 5 times a day. The patient reported after testing on the meter, he made no changes to his usual diabetes management routine. The patient reported he developed symptoms of ¿insulin shock¿ which included being ¿disoriented, cold sweats¿ which he associated with very low blood sugar. The patient reported 15-20 minutes later he had sugar and recovered. The patient denied having any treatment from emergency medical services or going to a hospital. During the time of troubleshooting the cca confirmed it was not the first time the meter has been used and the issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he was unable to treat himself accurately and developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/06/2014).the patient¿s meter has been returned on 4/22/2014 and evaluated by lifescan product analysis on 4/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.